Event description:
The manufacturer's field service engineer (fse) reported that the unit was giving an error code message of machine and proximal pressure sensors failed. There was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned data acquisition (da) board shows that the data acquisition (da) pcba u25 pin 3 (gnd) internal shorted to pin 5 (vcc) created the 1007 error code vent inop.